Event description:
Clinical narrative: a 38-year-old female with pulmonary hypertension and a pre-support clinical state consistent with scai shock stage e was supported with an impella rp flex, inserted percutaneously via the right femoral vein. Plasma free hemoglobin was elevated at 60 mg/dl on morning laboratory testing, indicating hemolysis. One suction event had been reported the previous evening, which resolved following reduction of support level to p-7, with no additional suction events reported thereafter. Clinical assessment revealed a cvp of 9 mmhg. Chest radiograph confirmed the impella rp flex was in an appropriate position, and an echocardiogram was ordered to further evaluate filling status. The patient was not receiving anticoagulation due to low hemoglobin and a history of bleeding, including admission hemoglobin of 5 g/dl, and the care team discussed the risks and benefits of anticoagulation pending act results and hemoglobin stability. Additional clinical findings included elevated liver function tests and an inr of 2.3 and a pre-existing infection. Plasma free hemoglobin was scheduled for repeat assessment. One unit of blood product was administered. The pump was subsequently successfully weaned and explanted, and the patient survived. Contributing clinical factors included a prior suction event, lack of anticoagulation secondary to bleeding risk and severe anemia, active infection at case start, and coagulopathy. The relationship between the reported hemolysis and device function could not be conclusively determined from the information provided. The device was not removed due to the reported event, was successfully weaned, and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.